Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported that while she was in dwell 3 of 5 she was receiving m31 air detected in cassette. Patient stated that she was unable to get past it so she cancelled treatment. Patient stated that when she removed the cassette on step 9 of the treatment end screens there was fluid leaking inside in the cassette area. Patient confirmed that there was fluid leaking inside the pump module. Patient was advised to discontinue use of the cycler and will revert to continuous ambulatory peritoneal dialysis treatment and to contact the clinic. Additional information was solicited.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.